Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient had a bladder infection a month or so ago but it went away, but the patient had another one this past wednesday and they were at their doctor¿s and given a medication; the patient started taking it on the day of the report and will take it for 3 days ¿ it was noted to be oral antibiotics. No further complications were reported/anticipated.